Event description:
The manufacturer became aware upon receipt of the explanted device on (B)(6) 2010. No information was provided as to why the device was explanted, however, additional information has been requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per patient's surgeon, the device was explanted due to infection. There are no plans to reimplant the patient with another device as of the date of this report. (B)(4).

Manufacturer narrative:
(B)(4).this report is filed (B)(4), 2011 - (B)(4)